Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. A 20mm x 2.25mm maverick balloon catheter was advanced for pre-dilatation and was inflated twice at 8 atmospheres. However, on the third inflation at 10 atmospheres, the balloon ruptured. No segment of device was detached inside the patient and the device was retrieved as a whole unit. The procedure was completed with a 2.0x20 maverick balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and severely tortuous mid left anterior descending (lad) artery. A 20mm x 2.25mm maverick balloon catheter was advanced for pre-dilatation and was inflated twice at 8 atmospheres. However, on the third inflation at 10 atmospheres, the balloon ruptured. No segment of device was detached inside the patient and the device was retrived as a whole unit. The procedure was completed with a 2.0x20 maverick balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick otw balloon catheter. There was blood in the inflation lumen, guidewire lumen and manifold. The balloon was loosely folded. Microscopic examination revealed a 3mm longitudinal tear and a 1mm circumferential tear at the proximal end of the balloon. There was raised material around the openings of the balloon tears. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no irregularities or damage to the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).